Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up arrow and ok keypad buttons are flat and intermittently unresponsive. The patient reportedly wears the pump in a pump skin and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/15/2013 with the following findings: there was no visible damage to the keypad. The keypad buttons were tested and all of the keypad buttons were found to be responding properly. The keypad was removed and there were no button contact defects found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.